Event description:
It was discovered that the enteral feeding pump with feed and flush feature made by covidien aka the "kangaroo e-pump" maintains a 72 hour history of volume that cannot be cleared between pts. Potentially, pts who have intake and output measurements based on this volume that includes other pt data can subsequently potentially receive treatment that is not indicated. For example, the reception of diuretics for fluid overload. No pump should be designed in which other pt data cannot be cleared prior to use on another pt. The benefit of this feature could not be identified when speaking to the (B)(4) rep about this product design. Http://www.covidien.com/sales-supp.